Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that the pump was not giving the right amount of insulin. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The contact was educated on the other possible causes for hbgs and was instructed to follow the two hbg rule.